Event description:
Per the clinic, it was reported that the electrode was found to be partially outside of the cochlea.the device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011.

Manufacturer narrative:
(B)(4)